Manufacturer narrative:
Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4, g4: model number is a similar device to model ch2000. This product was used for the product code, and 501k. E1- email: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spiros ch2000s-c cap connector that experienced leakage. It was reported that the problem was: liquid leakage at the spiros cap when used with the cassette tube. When the spiros connector ch2000s-c cap was plugged into the IV line of the IV tubing cassette (on the secondary line) and the pump was turned on, the air presence alarm sounded on the pump, the liquid leaked from the spiros cap, and it became impossible to restart the pump without manually creating a vacuum to eliminate air. The lost medication was not administered to the patient, which could have a negative effect on their treatment. There was patient involvement and no harm was associated with this event.